Event description:
Prior to the onset of cardiopulmonary bypass, the user reported the cardioplegia volume display of the cardioplegia monitor was flashing. The flashing display did not impact the cardioplegia pump, and the user was able to deliver cardioplegia as needed. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.